Event description:
Cynosure's smart lipo product was used to remove fibrous material in the breast of a male pt. The product failed to produce any positive result and left some kind particles in the chest that require further treatment to remove. Dates of use: 2008. Diagnosis or reason for use: gynecomastia. Event abated after use stopped: no.